Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to developed atrophy and recurring incontinence. The atrophy was believed to be caused from the compression of the cuff gradually over time. All components of the existing aus were explanted and replaced with a new aus. No additional patient complications were reported.